Event description:
It was reported an x8-2t transducer would not consistently respond to the articulation dial during patient use. The transducer was being used with an epiq 7c ultrasound system. There was no patient or user harm associated with this event. The field service engineer evaluated the transducer and confirmed the angle buttons were not functioning as expected the image view stopped and went in reverse once. A recommendation to replace the transducer was provided to the customer.

Manufacturer narrative:
A thorough investigation was to be performed to determine the root cause of the reported failure; however, the customer declined to return the probe for evaluation. No further information is available at this time to investigate the reported issue further. The system has returned to service with no similar issues reported.